Manufacturer narrative:
The hospital's internal evaluation (as described in their user report) found only a loose connection of the external control cable to the pump. However, this is unlikely to have caused the described event as this cable only inhibits the pump in case of alarms which need to shut down the pump. Cobe field service further evaluated the system, including the involved pump, and found no specific defect, but a full preventive maintenance check was performed. As part of this preventive maintenance, the speed potentiometer assembly was replaced on three pumps of the system, including the involved pump. The speed potentiometer assembly is used to set the rpm on the pump. After completion of this preventive maintenance, the console base and all pumps were again functioning properly.